Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia while using the ilet bionic pancreas, with a recorded low blood glucose of 54 mg/dl lasting approximately 25 to 30 minutes, and the event was addressed with oral carbohydrate as the husband provided juice while the patient was able to assist. Symptoms included none reported such as loss of consciousness or dizziness. Outcomes included no need for professional medical intervention, no back-up therapy, and no ketone testing. Investigation included customer interview and troubleshooting with education. Investigation of this case revealed no device alerts or alarms and no identifiable precipitating cause. It was concluded that the event was related to hypoglycemia with cause unclear and that the device function could not be implicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.